Manufacturer narrative:
During quality investigation testing, the customer's complaint was confirmed; the device overheated. Further investigation revealed corrosion damage to the motor, bearings and other component parts. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating during a tooth extraction. No adverse event was reported; the procedure was completed with another drill without any procedure delay.